Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/17/2017 with the following findings: during testing, the vibratory and auditory tones functioned properly. There were no intermittent vibration issues observed therefore the original complaint about a vibration issue was not duplicated during the investigation. The pump was opened and there were no intermittent conditions found on vibrations motor.